Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months 30 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted after receiving one unit of packed red blood cells on (B)(6) 2018 due to low hemoglobin. Additional information was requested but has yet to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The log files submitted by the account showed several low flow events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system controller periodic log file contained data from 21oct2018 at 22:02:23 through 01nov2018 at 13:01:29. There were 35 low flow alarms captured between 22oct2018 at 10:02:21 and 23oct2018 at 20:02:14 when calculated flow estimation dropped below the 2.5 lpm threshold. Also on 23oct2018 at 20:02:14, an intentional pump stop was captured. The pump had resumed operation at its set speed of 6000 rpm at the time the next line of data was logged at 21:02:13. The lvad periodic log file contained data from 21oct2018 at 21:24:07 through 01nov2018 at 12:24:16. Data was logged approximately every hour. Flow ranged from 3.8 to 5.5 for the majority of the log file, except from 22oct2018 at 09:24:30 through 23oct2018 at 20:17:39 when flow ranged from 0 to 0.8 lpm. During this time, the pump operating mode was recorded having switched from pulse into continuous mode twice (on 23oct2018 at 11:17:21 and 20:17:39). The remainder of the files were unremarkable. The pump appeared to function as intended. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The alarms and troubleshooting section of the heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This document also notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.